Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of an thoracic aortic dissection of unknown size. It was reported that the patient returned for follow up CT and on the same day, received a secondary evar procedure to resolve false lumen enlargement and false lumen patency/perfusion. This involved the placement of a fluency stent graft with the chimney technique in the abdominal aorta. The event has resolved. As per the physician, the cause of the perfusion was due to abdominal entry tears and the growth of the abdominal false lumen. No additional clinical sequelae were reported, and the patient is fine.